Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer's insulin pump had vibrate or beep anomaly. Customer's blood glucose was unknown at time of incident. Troubleshooting was performed but did not resolve the issue. Customer states that insulin pump non stop beeping and vibrating without any alarm for pump. Customer advised to discontinue use of pump and revert to backup plan as per hcp's instructions. Insulin pump will be return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, self-test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no low battery alert and audio/beep/vibrate anomaly noted. Insulin pump was received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube and minor scratches on display window noted.